Event description:
An optometrist reported a case of trace diffuse lamellar keratitis, observed on a patient's left eye at two days post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).